Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced hypoglycemia. There were no symptoms reported, however the cgm was reading 88 mg/dl and the blood glucose reading was 40 mg/dl. The patient was treated by their mother with oral glucose and injection (meant to be glucagon). At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.